Manufacturer narrative:
The device was received with the cannula not deployed. Data downloaded from the device indicates it ran 34 first prime pulses before starting second prime. The device was reset and paired with a pdm and deployed in the middle of the first priming sequence. Inspection of the drive mechanism found that there is discontinuity on the top portion of the commutator cap. The discontinuity caused a false open count. This resulted in an early end to first prime and the start of second prime. Consequently, second prime ended at 44 pulses. 44 priming pulses are not enough for the cannula assembly to deploy.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle did not deploy as intended during activation of the pod.